Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6), product type: catheter.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at a dose of 160mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that the patient was sleepy. The patient had their pump replaced on (B)(6) due to normal battery depletion. A back table prime was done 0.3ml over 19 minutes. A priming bolus of catheter volume only was done which was 0.211ml over 13 minutes. When the catheter was removed from the old pump the connector broke so a new connector (B)(4) was used. It was reported that the patient appeared sleepy. The healthcare profession would monitor the patient symptoms and determine if further intervention was needed. The post op dose is the same as it was prior to the replacement. No further complications were anticipated/reported.